Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that during patients transport between wards, unit didn't hold the battery charge and turn off by themselves without any audible alarm. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, after charging the customer returned batteries for 12 hours, the device only remained on battery power for approximately 40 minutes before the low battery alarm with visual indicator occurred. The customer complaint about the device shutting off without a low battery alarm was not duplicated and all low battery alarms functioned as designed. The customer complaint about the battery not holding a charge was duplicated.